Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported exposed cable wires with the ellips fx phaco handpiece. There were no patient involvement and no surgery delays reported.